Event description:
It was reported that an ilet user experienced an inability to unlock the device screen, which persisted after charging and attempting a restart via the ilet mobile app, consistent with a sleep/wake button or screen lock malfunction in the ilet controller; a replacement device was arranged. Symptoms included no reported clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included customer troubleshooting guidance and remote assessment through standard support procedures. Investigation of this case revealed a device performance issue related to the user interface controls and screen lock functionality of the ilet controller, with failure to respond to wake/unlock input consistent with a hardware control defect. It was concluded, based on previously established findings for similar reports, that the cause was device component failure.